Event description:
During avm treatment the physician reported to have observed low radiopacity of the onyx. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed.